Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the cmv/demand function did not operate as expected. A faulty piezo sensor was determined to be the cause of the issue. This component was determined to have fail as a result of wear.

Manufacturer narrative:
Device evaluation results: one ventilator was returned for investigation in used condition. The small screw cover bung was missing, and the alarm reed was damaged. A demand function test was performed. The customer reported product problem (failure to detect breath) was confirmed during testing. This issue resulted from a worn piezo sensor. Normal wear and tear was established as the root cause of the product problem. The piezo sensor and other worn components were replaced. The pump subsequently passed all the functional tests.

Event description:
It was reported that the ventilator was not detecting any breath. No patient injury or complications were reported in relation to this event.